Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI # is unknown as product serial number was not provided. Catalog number: only partial catalog provided as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted; give date: not applicable. There is no information to suggest that the lens was explanted. Phone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. The serial number for the device is not available and the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a fibrous substance (lint) was found on the surface of an intraocular lens (iol) in the eye when the lens was implanted. The foreign substance was removed with forceps because it could not be removed by irrigation/aspiration (I/a) in the eye. There was no patient injury reported.